Event description:
It was reported that a cgm error occurred with the customer's device. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, successfully resolving the issue, and starting their sensor session without any further problems.